Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2022, this patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses (aaa) and gore® dryseal flex introducer sheaths (dsfs). This patient also underwent transcatheter aortic valve implantation using a sapien simultaneously. During procedure, while a mob balloon was inflated inside a contralateral leg component in the left side, the contralateral leg migrated proximally (into the aneurysmal sac). Due to this migration, the distal landing zone was insufficient and therefore, an additional contralateral leg was implanted. After all the stent grafts were deployed, a dissection was observed during angiography for the left access vessels, but no treatment was given and surgical incision in the left common femoral artery was closed. Afterwards, an echography showed no blood flow in the posterior tibial artery and an angiography was performed again. It showed blood flow dissipating in the left external iliac artery. Reportedly, this might have been due to a kink of the blood vessel. An access route was secured from the radial artery and a bare-metal stent (smart, 10 mm x 60 mm) was placed in the left external iliac artery. The blood flow was restored and the patient tolerated the procedure. The reporting physician commented: the left external iliac artery was originally very tortuous; therefore, it was returning to the original shape after removal of the catheter, which resulted in the kink of the blood vessel, and this might have caused decreased blood flow.

Manufacturer narrative:
H6: updated codes for type of investigation, investigation findings, and investigation conclusions.